Event description:
It was reported that while using a radiolucent drill bit to lock a t2 distal tibial nail, some debris came out from the ultem material of the drill bit and fell into the sterile field. It was also reported that no additional medication was required and another drill bit was readily available to complete the procedure.

Manufacturer narrative:
The drill bit subject to this investigation was not returned to manufacturer for evaluation as yet. Product lot number information has not been provided to permit further investigation.